Manufacturer narrative:
(B)(4). Concomitant medical products: stents: xience prime 3.0x18mm, xience prime 3.0x28mm, aspirin, clopidogrel. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, two xience prime stents were successfully implanted in the right coronary artery (rca) and a third xience prime stent was successfully implanted in the proximal left anterior descending (lad) coronary artery. On (B)(6) 2016, the patient was hospitalized for chest tightness and medication was provided. The event resolved without sequela and on (B)(6) 2017, the patient was discharged from the hospital. It was unknown if the event was related to any of the implanted stents. There was no reported device malfunction. There was no additional information regarding this device issue.